Event description:
Information was received indicating that insulin was not infusing through a smiths medical cleo® 90 infusion set after the site being changed 1-2 days prior. The patient states that they woke during the night, feeling weak and nausea, with blood sugar level of 510 despite trying to correct the level for over an hour. The infusion set was changed out and a corrective bolus was re-administered, bringing blood glucose down. Reported that no occlusion alarm prior to changing the site. The patient recovered with no further adverse effects.

Manufacturer narrative:
Five smiths medical infusion cleo 90s were returned for evaluation. Upon visual inspection, three of the samples were received used and without abnormalities, one sample was received with the cannula detached and one sample was received with the septum white pad removed. All returned were tested using an infusion set to replicate the failure mode. A review of the manufacturing process was conducted to verify that there are no situations or practices that could create the event described. No occlusions detected during the testing, the water passed through all the septums. Customer complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.